Event description:
It was reported that the camera head had a cut off image and a defective connection in the connector section. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: watertight defect from the connector rating plate part, internal flooding of charge coupled device, charge coupled device corrosion. Based on the results of the investigation, the malfunction identified during the device evaluation "internal flooding of charge coupled device" due to flooding from the connector masonry. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during therapeutic endoscopic sinus surgery the camera head had a cut off image and a defective connection in the connector section. The procedure was completed using a similar device. There were no reports of patient harm.